Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 00:37:45. During night drain cycle four, the patient's ultrafiltration reading was 1356ml, indicating the home patient (hp) drained 1356ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Review of the event log identified the iipv event. The cause was determined to be that one or more cycles advanced to the next fill when slow or no flow occurred above the minimum drain threshold. Should additional relevant information become available a supplemental report will be submitted.